Manufacturer narrative:
Product analysis: the product could not be returned for analysis as it was discarded by the customer. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: with the limited information provided, the failure mode cannot be determined. Without the return of the valve, a root cause of the event was unable to be determined. Medtronic will continue to monitor field performance for similar events should they occur. (B)(4).

Event description:
Medtronic received information that the same day of implant of this 20mm aortic mechanical valve, the valve was replaced during the implant procedure after being sutured into place with an 18mm valve of the same model. The physician stated that the valve was replaced because the physician "did not like the way the valve was sitting." No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.